Event description:
It was reported that on (B)(6) 2023, a 29mm epic plus valve was chosen for implant. The valve was implanted. At the end of the procedure a transesophageal echocardiogram (tee) was done, and a minor leak was noticed between the two leaflets, close to the commissure. The same day, the patient returned to surgery due to cardiac tamponade. A second tee was performed and revealed minor mitral periprosthetic regurgitation. The decision was made to leave the valve in place and monitor the patient. The patient was reported as recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cardiac tamponade and periprosthetic regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, however it is possible the valve structure was damaged during implant or explant of the valve, which could have impacted the coaptation of the leaflets and led to the lowered valve performance.